Manufacturer narrative:
Citation: zhang, d. Et al. Outcomes of patients with severe symptomatic aortic valve stenosis after chest radiation: transcatheter versus surgical aortic valve replacement. Journal of the american heart association. 2019; 8(10):1-11. Doi: 10.1161/jaha.119.012110. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the comparison of outcomes after transcatheter aortic valve (tav) replacement versus surgical bioprosthetic aortic valve replacement. All data were collected from two registries between february 2011 and april 2018. The study population included 110 patients. Of the fifty-five implanted with a tav, eight received a medtronic corevalve. The tav patients were predominantly female, mean age 72 years. No serial numbers provided. Among all tav patients, adverse events included: atrial fibrillation (afib), atrial flutter, moderate or greater paravalvular leak (pvl), moderate of greater aortic regurgitation, endocarditis due to pseudomonas aeruginosa and streptococcus mitis, atrio-ventricular block and, permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.